Event description:
Information was received indicating that a smiths medical intravenous line was clogged. The patient went to the emergency room and the line was unclogged without complications. There were no reported adverse events due to this issue.